Manufacturer narrative:
The insulin pump was received with no act button response due to a flattened button dome switch. They were unable to select/perform bolus wizard mode due to there being no act button response. The pump was received with a minor scratched display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a crack on the battery compartment of his insulin pump. Customer stated that the pump was not showing any active insulin but it was showing the 2 last bolus deliveries. Customer stated that he has been doing fake bolus wizards and the active insulin time comes up as 0.0 when it should be about 2.0. Customer was advised that the crack may be causing a problem. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.